Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 284 mg/dl and current blood glucose was 204 mg/dl. Customer reported that they experienced high blood glucose level. Customer reported that the small air bubbles were present in tubing. Customer reported that they alleges pump was under delivering because the insulin pump was not delivering insulin. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.